Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - gum [gingival bleeding]. Stabs in mouth [mouth injury]. Stabbed in gums [gingival injury]. Pain - gum [gingival pain]. The brush head falls out and the metal part stabs us in the mouth/gum, pain and bleeding - oral-b vitality toothbrush and brushheads [injury associated with device]. The brush head falls out / brush heads came off while brushing / toothbrushes stopped working [device breakage]. Case description: a (B)(6) male consumer reported via phone on (B)(6) 2017 that he had been having a problem with an oral-b vitality series toothbrush that he'd had for 3 months; he explained that the oral-b brushhead, version unknown fell out and the metal part stabbed him in the mouth. He elaborated that the brush head came off while he was brushing and the piece on the handle that the head attached to stabbed him in his gums. This happened while he was brushing. The pain in his gums went away about 20 minutes later and the bleeding in his gums only lasted a couple of minutes. He also stated that the toothbrush stopped working; he would charge it, but it wasn't working. The consumer stated that he was going to switch back to using a manual toothbrush as a result of this experience; he stopped using the toothbrush about 2 days ago and he rinsed with cold water. This was not the first time the consumer had used this particular version of toothbrush, and he used the toothbrush 3 times a day. The case outcome was recovered. No further information was provided.